Manufacturer narrative:
The device involved in the incident has been returned to merit for evaluation. A visual examination of the returned device found evidence of damage to the outside surface of the female fitting. Inspection under magnification of the female luer threads did not identify signs of damage which could be attributed to over-tightening of the connection. Inspection of the tubing at the connection point did not reveal any damage to the inner diameter that could have contributed to this failure. The undamaged end of the subject device was subjected to extremely rough manipulation in an attempt to duplicate the break. Merit was unable to duplicate the failure or determine root cause. Merit's complaint database was reviewed for complaints related to this device configuration. There have been no complaints associated with failures of this type for this device. Merit monitors events of this type and has concluded that the event is unusual and its occurrence is rare.

Event description:
During a high pressure power injection in the cath lab, the connection between the high pressure tubing and the medrad power injector came loose. No patient or clinician harm or injury was reported as a result of this incident. The account reported that there were four occurrences of this type although they did not provide specific information for 3 of the 4.